Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator has recorded untreated episodes and delivered inappropriate shock therapy, not isolated to a single episode, due to double counting of low/poor amplitude signals. The vector configuration was changed, and the patient's medication was increased. This implantable electrode remains in service and no additional adverse patient effects were reported.